Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c4000 serial number (B)(6)analyzer was inspected however, the fsr was unable to identify a definitive part as the likely cause of the issue therefore, architect c4000 serial number (B)(6) was the likely cause. The trend review by the product list number found no trends related to this issue. The 12-month search for similar complaints did not identify an adverse trend related to the current complaint. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no product deficiency was identified for architect c4000 processing module, serial number (B)(6).

Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results on architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2023 sid (B)(6) potassium initial=7.0 mmol/l /repeated on the same architect=7.19 mmol/l /previous history=4.6 mmol/l; sid (B)(6) potassium initial =7.5 mmol/l /repeated same architect=7.54 mmol/l /previous history=3.7 and 3.8 mmol/l; laboratory reference range for potassium=3.5 to 5.10 mmol/l there was no reported impact to patient management.